Event description:
As reported: "patient revised due to infection. No other information available due to hospital policy." All implants were revised. Revised implants include screws from primary surgery and first revision, which had been removed and re-implanted in the second revision.

Manufacturer narrative:
Reported event: an event regarding infection involving a adm liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the infection event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: device name# tridentii tritanium cluster52e; cat#702-04-52e; lot#29351151a. Device name# 6.5mm low profile hex screw 25mm; cat#7030-6525; lot#m3r. Device name# modular dual mobility insert; cat#626-00-42e; lot#24311653. Device name# high insignia collared hip stem; cat#7000-6604; lot#29764452. Device name# delta v-40 ceramic head 28/-4; cat# 6570-0-028; lot#23932952. Device name# 6.5mm low profile hex screw 20mm; cat#7030-6520; lot#lnu. Device name# 6.5mm low profile hex screw 20mm; cat#7030-6520; lot#la8h. Device name# 6.5mm low profile hex screw 15mm; cat#7030-6515; lot#l94j. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.